Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited chronic low impedance. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.